Event description:
It was reported that the pt experienced recurring incontinence. Surgery was performed to remove the entire action device and a new action device was implanted. No further pt complications were reported.

Manufacturer narrative:
Balloon: cat #72402106, serial # (B)(4) and exp date: 11/15/2017. Pump: cat # 72402287, serial # (B)(4) and exp date: 08/31/2013. Mfg date: balloon 11/2012 and pump 08/2012. Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.